Manufacturer narrative:
A field service engineer (fse) conducted a site visit and confirmed the reported issue by attempting to prime the diluent and found the diluent pump was not energizing indicating its inoperable. The fse also identified the sample nozzle failed to contain diluent. The fse replaced the diluent pump, primed the diluent, then confirmed the diluent was now flowing at start up as expected. The fse validated the analyzer running quality control with results within acceptable range and no errors recurring. No further action required by field service. The aia-360 analyzer is operating as expected. A 13 month complaint history review and service history review for similar complaints was performed for the serial number: (B)(6) through the aware date of the reported event. There were no similar complaints identified during the search period. The aia-360 operators manual under section 7-1: list of error messages states the following: error message: 2012 air detected [diluent]. Description: there is no contact with the liquid after diluent suction. Troubleshooting: contact tosoh local representative. The most probable cause was due to a mechanical problem of the diluent pump, component failure.

Event description:
A customer reported 2012 (360 only) air detected (diluent) error on the aia-360 analyzer. The customer verified there was no air present in the diluent tubing. The customer replaced diluent filter, but error recurred. The analyzer is down. A field service engineer (fse) was dispatched to address the reported event which resulted in a delayed reporting of patient samples for beta human chorionic gonadotropin (bhcg) and progesterone iii (prog iii). There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.